Event description:
The account alleges that the right hand siderail will not stay latched in the up position.

Manufacturer narrative:
The technician replaced a missing bolt and cap nut, which resolved the issue. The stretcher operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.